Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right atrial lead. During the procedure the pacing impedance measurement was above the upper limit. The replacement lead was used to successfully complete the procedure. The patient was in stable condition.